Event description:
It was reported that bd insyte ag bc global needle does not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the needle does not retract when the button is pressed to puncture and retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. Four photographs and one 24g insyte autoguard was provided for investigation. The leading edge of the needle hub appeared to catch on a defect at the interface between the barrel and grip and prevented the needle from fully retracting. The safety mechanism functioned without a problem. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.